Event description:
Droplet brand pen needles are dull - patient has had 11/100 needles in one box come out dull and unable to penetrate his skin.

Manufacturer narrative:
Conclusion code was added.

Event description:
Droplet brand pen needles are dull - patient has had 11/100 needles in one box come out dull and unable to penetrate his skin.